Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a montioring voltage of 2.68 v. Three months prior, the monitoring voltage was 2.84 v and three months prior to that was at 2.95 v. The charge time has increased from 7.7 secons six months ago to 17.9 seconds. Patient is paceing 97% in the atrium and 70% in the ventricle, but reportedly at low outputs.